Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated the rubber is peeling off of the footboard. No injury or property damage.